Manufacturer narrative:
Preliminary investigation has concluded that the burn is not related to morpheus8 due to it superficial fractional mechanism of action, whereas it is attributed to the invasive rfal technology. The location of the burn points to a user error who went back too close to the incision port, contrary to the IFU. Additionally, since bodytite procedure was performed following liposuction, less aggressive settings should have been used as per inmode's recommended protocols. Final conclusions are pending technical inspection of the device. Inmode will submit a supplementary report once additional information becomes available. Per latest update, the burn has healed, with slight deformation of the navel and pigmentation. A retraining has been scheduled for the clinic. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. On 25-mar-2026: fu report is submitted with investigation conclusions. The device was inspected and it was revealed that the internal temperature channel was not performing as intended. However, technical investigation concluded that this could not have led to the reported burn since thermal monitoring remained fully active through the external electrode sensor that functioned properly. Any abnormal temperature elevation would therefore trigger the system's safety mechanism, resulting in automatic interruption of rf energy delivery. The root-cause of the reported burn was therefore attributed to incorrect technique combined with aggressive treatment settings not suitable for the given adipose layer. Specifically, the user persistently went back to the incision port, contrary to the IFU while using a very high cut-off temperature not congruent with the recommended protocol. Customer was retrained. Per latest update, the burn has healed, with slight deformation of the navel and pigmentation.

Event description:
A full thickness burn with necrosis at the navel of a female patient following procedure that included liposuction, followed by bodytite and morpheus8.

Manufacturer narrative:
Preliminary investigation has concluded that the burn is not related to morpheus8 due to it superficial fractional mechanism of action, whereas it is attributed to the invasive rfal technology. The location of the burn points to a user error who went back too close to the incision port, contrary to the IFU. Additionally, since bodytite procedure was performed following liposuction, less aggressive settings should have been used as per inmode's recommended protocols. Final conclusions are pending technical inspection of the device. Inmode will submit a supplementary report once additional information becomes available. Per latest update, the burn has healed, with slight deformation of the navel and pigmentation. A retraining has been scheduled for the clinic. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A full thickness burn with necrosis at the navel of a female patient following procedure that included liposuction, followed by bodytite and morpheus8.